Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy error during refractive treatment. The patient received one second of treatment, the laser stopped, the patient received another second of treatment and the laser stopped and would not proceed. There was no patient harm.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. During treatment phase of the reported treatment, the treatment stopped and showed a warning message: the user aborted the treatment. The logfiles confirmed the report description. During the technical onsite visit the field service engineer (fse) replaced the emr board and calibrated the energy. The system meets company specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Emr board received. Review of the non-conformance investigation shows the issue is already known and addressed and investigation will be performed under this non-conformance. According to service bulletin #407 - adjustment of the internal energy sensor e4 "the range of the e4 sensor is set by a potentiometer. Therefore, it is possible that if the potentiometer is set to the end of its range, the measurement could be faulty. This could cause an energy error message or corresponding error messages." This potentiometer is placed on emr board. This is a known issue. Review of the non-conformance shows the issue is already known and addressed and investigation will be performed under this non-conformance. The root cause could not be determined conclusively. The most possible root cause for the reported error is a suboptimal adjustment potentiometer on the emr board. The manufacturer internal reference number is: (B)(4).